Event description:
It was reported that the device was explanted after an implant duration of approximately 6.3 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Per the surgeon, the device was explanted due to endocarditis and perivalvular leak.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.